Manufacturer narrative:
(B)(4). The device was returned and an evaluation was completed. During the event history log review it was determined that se1031 in the alarm log is most reflective of the reported condition. A device history record review and a service history review revealed no issues that could have caused or contributed to the reported issue. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing did not identify any defects. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice experienced an unknown system error during peritoneal dialysis therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The homechoice was returned, and a device analysis is currently underway. Should additional relevant information become available, a supplemental report will be submitted.